Event description:
Per the clinic, the patient experienced a loss of osseointegration on (B)(6) 2012, resulting in fixture loss. The patient was reimplanted with another device on (B)(6), 2012.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Correction: the device has not been received by the the manufacturer as previously reported.this report is filed december 6, 2013. Device not yet received by manufacturer.